Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6)2024 while reportedly wearing the lifevest. The patient received two non-lifevest defibrillations. The device was started up at 04:41:11 on (B)(6)2024. At 11:20:34, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was svt @ 190 bpm with CPR/motion artifact/electrode lead fall off. Post shock rhythm was svt @ 190 bpm with CPR/motion artifact/electrode lead fall off. At 11:21:41, an arrhythmia was detected. ECG shows vf with CPR/motion artifact and electrode lead fall off prevented. The device properly detected vf. CPR/motion artifact and electrode lead fall off prevented the lifevest from treating the patient. At 11:32:56, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. Post shock rhythm was obscured due to CPR/motion artifact/electrode lead fall off. The electrode belt was disconnected at 11:37:53 on (B)(6)2024.